Manufacturer narrative:
Covidien/medtronic reference number (B)(4). Patient information (ID, age, sex, weight) as well as additional information associated with the complaint have been requested and is either unknown, will not be made available to medtronic, or will be provided and updated in a supplemental report.

Event description:
The customer reported the spo2 pulse oximeter caught fire in the patients home. No patient or operator involvement information was provided. Covidien is attempting to gather further details associated to the circumstances of this report.